Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 300296 lot 1807213 to investigate for this record. Visual examination of the sample show particles inside the syringe which were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd concludes that the particles consist of the accumulation of "slip agent" which is used in the formulation of the polypropylene used to manufacture the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. A toxicological material risk assessment is done to assess the risk of materials-medicated adverse effects in the manufacturing process. All test passed and it is determined that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. DHR showed no indication of the alleged defect.

Event description:
It was reported that "small plastics parts" came off the discardit¿ ii syringe w/o needle during use while pulling out the plunger. The following information was provided by the initial reporter, translated from german to english: "small plastics parts come off during pulling out the plunger, which can lead to injection. Danger of embolus or thrombus."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "small plastics parts" came off the discardit¿ ii syringe w/o needle during use while pulling out the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "small plastics parts come off during pulling out the plunger, which can lead to injection. Danger of embolus or thrombus."